Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed and the tip was deemed conforming, except for visual wear from being used. The tip bevel has minor wear at the bottom of the bevel from its use. The tip threads and back of the flange have wear from its use. The phaco tip was flushed with fluid and the inside diameter had a good fluid pathway. The complaint evaluation cannot confirm the phaco tip was occluded. The phaco tip met specification and had a good fluid pathway. The root cause for why the phaco tip became occluded during the surgery cannot be determined from this evaluation. No specific action with regard to this complaint was taken for the complaint issue based on the phaco tip meeting specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The machine manual provides recommended setup parameters in association with the phaco tip. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that at the end of the intervention, suction of the remains of the nucleus was not possible and the sound of occlusion was heard. The procedure was finished with irrigation-aspiration. There was no patient impacted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that at the end of the intervention, suction of the remains of the nucleus was not possible and the sound of occlusion was heard. The procedure was finished with irrigation-aspiration. Patient outcome is unknown.